Event description:
Customer called in saying the down arrow on her insulin pump is not responding. Customer's blood glucose is 138 mg/dl. Customer says she was trying to scroll down to start a new sensor, but the down arrow would not work. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.